Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set spike broke off during use and vasopressin leaked from the bag. The following information was provided by the initial reporter: "new primary IV tubing opened and spiked vasopressin and the spike broke completely in half after spiked bag. No contact with patient... Rn stated upon spiking the bag, she noticed it was leaking around where she spiked the bag and then it broke off. Vasopressin was in the bag, no contamination. Upon spiking 10ml leaked and then once it broke the entire 100ml bag was empty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary 06-feb-2023 a sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The spike had broken from the drip chamber. A device history record review for model 2420-0500 lot number 22073278 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. It was determined that this defect was not related to the manufacturing process and was confirmed to be related to the supplier of this component. The manufacturing plant was notified of this defect. It was determined that this defect was not related to the manufacturing process and was confirmed to be related to the supplier of this component. The supplier was notified of this defect. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set spike broke off during use and vasopressin leaked from the bag. The following information was provided by the initial reporter: "new primary IV tubing opened and spiked vasopressin and the spike broke completely in half after spiked bag. No contact with patient. Rn stated upon spiking the bag, she noticed it was leaking around where she spiked the bag and then it broke off. Vasopressin was in the bag, no contamination. Upon spiking 10ml leaked and then once it broke the entire 100ml bag was empty.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.